Manufacturer narrative:
The device will not be returned to the MFR for eval.

Event description:
It was reported that the tips fell off of both devices during the course of a surgical procedure. They broke away cleanly from the handpieces. The attachments did not enter in the surgical site. There were no adverse consequences and no medical intervention was required. A back-up device was used to complete the procedure.